Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a loss of pain relief due to high impedance displaying on the spinal cord stimulation (scs) lead. The patient underwent a lead revision procedure where the lead was replaced and is doing well post-operatively.